Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to injured iliac artery.

Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore tag thoracic endoprosthesis using a gore dryseal sheath with hydrophilic coating (dsl2428j/13473418, dsl2428j/13473364 used one is unknown) to treat a thoracic aortic aneurysm. During the procedure, right external iliac artery was injured by the proximal edge of the sheath. The diameter of iliac artery was around 7.0mm. The sheath outer diameter was 9.1mm. And the calcification of the iliac artery was severe. The physician has known the vessel situation, but he tried to use the sheath for tag implant. It followed that right external iliac artery was injured. Gore excluder aaa endoprosthesis (pxl161007/13700687, pxc121000j/13736364) and synthetic vascular prosthesis were used for repairing. The patient tolerated the procedure. No further information was obtained.